Event description:
A report was received that the patient underwent an explant due to discomfort at pocket site. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2218-70 (lead) and sc-3138-35 (lead extension), serial # (B)(4) and (B)(4) (lead) and (B)(4) and (B)(4)(lead extension); description: linear st lead, 70cm (lead) and scs phiii extension 35cm (lead extension) explanted ipg passed visual, electrical, performance and photographic imaging tests performed. The possibility that electrical leakage could cause pain in the patient's pocket site was investigated. The device output was monitored for excessive leakage current or spurious signals in a saline solution, while programmed to the patient's latest setting. No discrepancies were identified. Device exhibits normal device characteristics. Damage to the extensions was a result of a typical explant procedure and it is not considered a failure. The explanted percutaneous leads were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation of the percutaneous leads found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient underwent an explant due to discomfort at pocket site. The patient is reportedly doing well following the procedure.